Manufacturer narrative:
(B)(4). Two devices were received for evaluation out of the pouch fully primed. During visual inspection, the top and bottom y sites were capped on one sample and all 3 y sites were capped with a curos jet caps on the second sample. Visual inspection showed no obvious leaks. Functional testing was performed and a leak was observed from the capped y sites from under the curos cap. The leak was detected when applying head pressure to the set from under the 3m curos cap. This occurred because the curos cap has a center post which when fixed to a luer activated device (lad) it causes activation of the gland. The reported issue was replicated only when the 3m curos cap was attached to the clearlink y site. The reported condition of leak was verified, however, no issue was found with clearlink set. The product operated as intended. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink system continu-flo solution sets leaked. The leak was observed at the luer; however, there was a non-baxter cap applied. The event occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.